Manufacturer narrative:
Concomitant medical products: product ID: w3dr01 ipg ,implanted: (B)(6)2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. An attempt was made to reposition the lead; however, a stylet could not be inserted down the length of the lead. Therefore, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage during use. The analyst noted that visual inspection has showed the distal conductor distorted within is-1 connector pin. This is indicative of the connector pin being turned an excessive number of times during helix retraction. The distortion of distal conductor prevents stylet to pass through coil lumen. If information is provided in the future, a supplemental report will be issued.